Manufacturer narrative:
The sample was evaluated and the findings are as follows. The provided tissue sample presents a low degree of remodeling. The majority of cellular infiltration appear to be immune cells. No neovascularization and minimal ecm remodeling was seen. Many areas of the ecm appear to lack any cell infiltration and remodeling. All tissue samples presented less than expected remodeling for this timepoint. A specific device related root cause of the reported inflammation cannot be confirmed as attributable to the procedure, or the device. Bloodwork results confirm presence of erythrocyte sedimentation (erc) and c-reactive proteins indicative of inflammation. Instructions for use for the cormatrix cangaroo ecm envelope (art-20524b) list inflammation as a potential complication to the cied and cangaroo implant procedure.

Manufacturer narrative:
Explanted device was received at cormatrix on (B)(6) 2016 and is in the process of being tested via gram staining etc. Testing and summary report are not completed at this time. A follow-up report will be filed as soon as results are available or if any additional information is received relative to manufacturer's lot number and product code.

Event description:
It was reported that a cangaroo ecm envelope was implanted in an ICD generator change-out procedure on (B)(6) 2016 in a male patient. On (B)(6) 2016 the patient was seen in the physician's office with an itchy pocket with some fluid in it but without pain. There was induration present, erythema and blanching. Blood tests showed evidence of inflammation but no tests have shown infection. Inflammatory reaction to the pouch was suspected by physician. Pocket revision was performed on (B)(6) 2016 and device was explanted. Physician performing the revision and explant did not observe signs of infection and does not believe that the issue was caused by the cangaroo device. Update provided (B)(6) 2016 indicated that the patient was doing well following the procedure and completing a course of antibiotics. No further information provided regarding cangaroo model number, lot number, patient condition and observations made during pocket revision that led to explant of ICD device.